Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection it was detected that the cardiosave intra-aortic balloon pump (iabp) batteries do not charge when the equipment is connected to the network and in hybrid mode. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (remove 3331 from "type of investigation").

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d5. A getinge field service engineer (fse) had evaluated the unit and connected the equipment to the network and in modality hybrid. A damaged pcn power management is detected. Than after the replacement of the affected part and did the complete check and functional test is carried out which are correct.

Event description:
N/a